Event description:
Boston scientific crm received information that during post implant testing, this right ventricular lead displayed intermittent loss of capture, increased threshold measurements and undersensing. Threshold measurements varied according to the patient's condition. The device was reprogrammed. The patient with this lead has an underlying cardiac intrinsic rhythm of atrial fibrillation, is not pacemaker dependent and remained hospitalized. A chest x-ray was performed revealing the lead was dislodged. A revision procedure was performed, this lead was successfully repositioned. Post operative measurements were within normal limits and the device was sensing and pacing appropriately. No adverse patient effects were reported.

Manufacturer narrative:
According to available information, this lead remains implanted and in service. Should additional information become available, this event will be updated.